Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included heartburn. The concomitant medication included optimol (timolol), once daily for four years for heartburn (sic). On (B)(6) 2012, the consumer used reach total care plus whitening toothbrush, once to brush her teeth (route-dental, lot number 174116b1/3, expiration date unspecified). On the same day, she noticed that the toothbrush broke near the head when the handle snapped. She stated that it hit her left back teeth and she got hurt. The device was not used further. On the same day, the event resolved. This report had non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, the consumer reported lot number 174116b1/3. The manufacturer confirmed they had not produced a batch for reach total care plus whitening toothbrush that had a lot number similar to 174116b1/3 therefore a batch record review was not performed. No changes in related product history or any manufacturing/facility issues that would have affected the production of this product from (B)(4) were reported. Sample was not received. A review of the data associated with this complaint category (breaks/falls apart with use, injury and reportable pqc) revealed no adverse trends. Due to the lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case would be reopened and investigated accordingly upon receiving a sample. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from 174116b1/3 to 17811sg m1. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included heartburn. The concomitant medication included optimol (timolol), once daily for four years for heartburn (sic). On (B)(6) 2012, the consumer used reach total care plus whitening toothbrush, once to brush her teeth (route-dental, lot number 174116b1/3, expiration date unspecified). On the same day, she noticed that the toothbrush broke near the head when the handle snapped. She stated that it hit her left back teeth and she got hurt. The device was not used further. On the same day, the event resolved. This report had non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: based on the quality investigation, the consumer reported lot number 174116b1/3. The manufacturer confirmed they had not produced a batch for reach total care plus whitening toothbrush that had a lot number similar to 174116b1/3 therefore a batch record review was not performed. No changes in related product history or any manufacturing/facility issues that would have affected the production of this product from 2010 to june 2012 were reported. Sample was not received. A review of the data associated with this complaint category (breaks/falls apart with use, injury and reportable pqc) revealed no adverse trends. Due to the lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case would be reopened and investigated accordingly upon receiving a sample. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the lot number of the device was updated from 174116b1/3 to 17811sg m1. This report remains non-serious. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: a review of the trending data revealed no adverse trends. An increase was noted that could be attributed to an increase in shipment quantity. There were no related manufacturing /facility issues found and no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot ((B)(6) 2010 to (B)(6) 2011). Retain sample was evaluated and met specification. One toothbrush lot 17811sg m1 was received. The toothbrush was completely broken approximately 1 cm below the thumbgrip. Packaging was not returned. The material of the handle had been changed, validated and released in sep-2012. The device history review and visual retain evaluation for lot 17811sg m1 was acceptable. No adverse trends had been noted with this product or lot. Although the returned sample received was broken, the product defect was not due to a manufacturing occurrence. The break occurred due to high compression forces. During the validation of this product; the toothbrush was subjected to overbend testing and no toothbrushes broke. The returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Monitoring of complaints would be continued. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included heartburn. The concomitant medication included optimol (timolol), once daily for four years for heartburn (sic). On (B)(6) 2012, the consumer used reach total care plus whitening toothbrush, once to brush her teeth (route-dental, lot number 174116b1/3, expiration date unspecified). On the same day, she noticed that the toothbrush broke near the head when the handle snapped. She stated that it hit her left back teeth and she got hurt. The device was not used further. On the same day, the event resolved. This report had non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included heartburn. The concomitant medication included optimol (timolol), once daily for four years for heartburn (sic). On (B)(6) 2012, the consumer used reach total care plus whitening toothbrush, once to brush her teeth (route-dental, lot number 174116b1/3, expiration date unspecified). On the same day, she noticed that the toothbrush broke near the head when the handle snapped. She stated that it hit her left back teeth and she got hurt. The device was not used further. On the same day, the event resolved. This report had non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, the consumer reported lot number 174116b1/3. The manufacturer confirmed they had not produced a batch for reach total care plus whitening toothbrush that had a lot number similar to 174116b1/3 therefore a batch record review was not performed. No changes in related product history or any manufacturing/facility issues that would have affected the production of this product from 2010 to (B)(4) 2012 were reported. Sample was not received. A review of the data associated with this complaint category (breaks/falls apart with use, injury and reportable pqc) revealed no adverse trends. Due to the lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case would be reopened and investigated accordingly upon receiving a sample. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.